Event description:
Infant heel warmer was applied to heel after activation of warmer package. Package remained on baby's heel for 7-10min and when removed, the skin from heel was removed as well. Additionally, the great toe areas on plantar surface also had developed into fluid blister, that remained intact. Nursing states the package was discovered to have a small leak on the inner seam of the package. Nursing noted that all contents of the package were emptied out, as the substance had pooled at the bottom of area where it was applied. Dose or amount: one each. Frequency: as needed for labs. Route transdermal. Diagnosis or reason for use: to promote circulation of blood for lab draw.